Event description:
It was reported that pt expired. The device was returned to the manufacturer as the pt's family requested cremation. Add'l info received from the hcp indicated no treatment, intervention, or troubleshooting in regards to the implantable system were performed prior to the pt's death. The hcp did not provide the cause of death, although stated, it was not device related.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.